Event description:
The customer reported that the insulin pump alarmed. The blood glucose was 96mg/dl. Troubleshooting was performed. The customer mentioned that he fell out of a kayak while wearing the device. The customer stated that the buttons are unresponsive and the device had a frozen display. The customer changed the batteries and continued having the alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Unable to verify alarms, button keypad anomalies or frozen screen due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.